Event description:
Additional information from the health care provider indicated the patient discontinued participation in the study. As of this report, the patient had not had the device explanted.

Event description:
It was reported that there was a lead migration and an explant was scheduled. It was noted that the patient could not have a laminotomy or laminectomy lead because they were "too sick" for general anesthesia. Paresthesia was unable to be captured "at all" during examination and palpation. The device was reportedly interrogated in july, and an x-ray showed retraction of leads into soft tissue. It was noted that it was "possibly related" to the implant procedure. The patient reportedly had a change in pain relief, stating that the pain "returned to the level it was prior to implant." It was noted that the severity was "mild" and there was no severe adverse device effect.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n298742, implanted: 2011 (B)(6), product type accessory. (B)(4).